Event description:
It was reported that vessel perforation and shaft damage occurred. The target lesion was an in-stent restenosis of an under-expanded unknown stent implanted in the saphenous vein graft to the left circumflex artery. A jr4 mach1 guide catheter and a non-bsc guide catheter extension were introduced distal to the stent. The 6mm x 2.25mm nc quantum apex¿ balloon catheter was inserted however required multiple attempts to advance the balloon into the re-stenosed stent. A perforation was noted in a vessel proximal to the target lesion. Upon removal of the 6mm x 2.25mm nc quantum apex¿ balloon a tear was located approximately 1/3 the way down the distal shaft of the balloon catheter. The location of the tear was consistent with the location of the vessel perforation that occurred during use. The vessel perforation was contained using long inflations of a balloon. The patient was stable throughout the procedure. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex balloon catheter was received for analysis. There was blood in the inflation lumen. There was a 1cm tear in the outer shaft 6cm from the distal tip. The distal end of the balloon was bunched up. Microscopic inspection revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel perforation and shaft damage occurred. The target lesion was an in-stent restenosis of an under-expanded unknown stent implanted in the saphenous vein graft to the left circumflex artery. A jr4 mach1 guide catheter and a non-bsc guide catheter extension were introduced distal to the stent. The 6mm x 2.25mm nc quantum apex¿ balloon catheter was inserted however required multiple attempts to advance the balloon into the re-stenosed stent. A perforation was noted in a vessel proximal to the target lesion. Upon removal of the 6mm x 2.25mm nc quantum apex¿ balloon a tear was located approximately 1/3 the way down the distal shaft of the balloon catheter. The location of the tear was consistent with the location of the vessel perforation that occurred during use. The vessel perforation was contained using long inflations of a balloon. The patient was stable throughout the procedure. No further patient complications were reported.

Manufacturer narrative:
(B)(4).